Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.

Event description:
Follow-up imaging revealed the patient was experiencing aneurysm growth without any evidence of endoleaks. In 2007, a re-intervention was performed. Two contralateral leg components were implanted to reline the original endoprosthesis. The patient had a calcified left femoral artery that crumbled during closure. A gore vascular graft was placed to repair the damaged area. The patient was reported to be doing well at the end of the re-intervention.